Manufacturer narrative:
Corrected data: e1( event site name, address, city).

Event description:
N/a.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during user inspection, a system error #42 occurred on the cs300 intra-aortic balloon pump (iabp). There was no patient involved.

Manufacturer narrative:
A getinge field service engineer (fse) evaluated the unit, but was unable to reproduce the reported malfunction. The fse cleaned the main board connectors (including two datasettes). The iabp was in good, working condition.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).

Event description:
N/a.